Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during lumbar fusion surgery on (B)(6) 2021, both expedium final torque drivers stripped. Other drivers were opened and used. Procedure was completed with a delay of two (2) minutes. There were no patient consequences. This report is for a x25 final tightener. This is report 2 of 2 for (B)(4).